Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6)2019. Upon review, their pulse generator exhibited stored episodes of far r-wave over-sensing resulting in inappropriate mode switches. Programming changes were made and the patient would be monitored.